Event description:
The pt was implanted with a holter valve central nervous sys drainage sys. The valve was explanted, the physician believed it was not functioning properly. The physician stated that 30 days after surgery, the pt presented with hydrocephaly, and reoperation was necessary. During the revision surgery, it was observed that the peritoneal catheter was fixed properly and the ventricular catheter, as well, was in good position and draining adequately. The physician installed another codman valve-medium pressure.

Manufacturer narrative:
The valve was returned by the customer reporting that." The valve did not work properly. Physician stated that 30 days after surgery, pt presented with hydrocephalus, and was reoperated. During the second surgery it was observed that the peritoneal catheter was fixed properly and the ventricular catheter, as well, was in good position and was draining adequately. During the investigation, the free flow test gave results within acceptable range. The pressure test gave satisfactory result as well as the reflux test. The inspection under microscope revealed nothing particular inside the valve. Review of the mfg batch records confirm that the valve conformed to all final inspection criteria. The complaint could not be confirmed, all testing results were within specification. At this time, jjpi considers this file closed.